Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. The motor found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a critical pump error alarm. Blood glucose at the time of the incident was 64 mg/dl. Troubleshooting was performed. They indicated that the insulin pump was dropped. No other alarms prior to the critical pump error alarm were received. The insulin pump will be returned for analysis.